Event description:
During pt use, abbott plum xl IV pump was plugged into electrical wall outlet, a spark was seen and smoke/fire started on the back of the pump. Actual flames were reported. The fire stopped when the pump was unplugged from the electrical outlet. A fire extinguisher was not needed. Neither the pt nor the hosp employee was injured. The IV pump was delivering IV fluids. The pump was replaced with another in approx 10 mins. The malfunctioning pump was removed from svc. Events as described above have reportedly occurred previously. Abbott is replacing power cords and cord strain relief to reduce the potential of this happening again.